Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in canada. Device evaluation anticipated but not yet begun.

Event description:
A consumer reported that a philips one power toothbrush melted together with the usb-c cable. No injury was reported. Minor property damage was reported.

Event description:
The alleged device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is melted charge port.

Manufacturer narrative:
The alleged device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is melted charge port.